Event description:
Customer reported being hospitalized for high blood glucose levels. The troubleshooting conducted indicated that the pump was operating as designed, however, a tubing clamp was sent to customer in order to complete troubleshooting. Customer mentioned that she pinches up skin while inserting set with insertion device and sits down while inserting .